Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: ddbb1d1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the newly-implanted right ventricular lead exhibited t-wave oversensing in the true bipolar configuration, but not in the integrated bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.